Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the monopolar curved scissors (mcs) instrument did not respond to energy application command from surgeon. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was analyzed, and failure analysis found the instrument to have a broken conductor wire at proximal end, near the maintube and roll gear junction. The instrument failed the electrical continuity test. Thermal damage, scorch marks to the flush tube, were observed inside of the main tube and roll gear junction area.